Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. The reported guide detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via an 8fr sheath using the preclose technique prior to a thoracic endovascular aneurysm repair. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Difficulty was felt when attempting to remove the proglide device and the proglide device broke in two. One half of the sheath remained in the patient anatomy. The groin was opened and the separated sheath was removed. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.